Event description:
Patient information not included. Anesthesiologist started an IV on a patient with a 20 guage introcan safety-r IV. Gloves were worn during this procedure. During disposal of IV catheter the physician's right tumb was entered by the point the physician noted a malfunction of the safety tip. Apparently the safety tip bent over allowing the tip of the needle to protrude. The catheter was disposed of in the nearest needle box. The need box has been secured. We also hae an event prior to this one that was not reported until now in which the same malfunction occurred.